Event description:
The complainant reported that the patient was shocked five times due to ventricular tachycardia after receiving a bump. The potassium level was low. The plan was to maintain potassium at the higher end of the threshold. An echocardiogram was completed, verifying that placement was appropriate. According to the registered nurse, the heart rate was as high as the two hundred sixties.

Manufacturer narrative:
Ppae( tachycardia): in order to make a cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. The pump sn (B)(6) passed all the post sterile inspection checks.